Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed what appears to be loss of capture (loc) with high pacing thresholds. Furthermore, far-field r-wave oversensing was observed and pacemaker mediated tachycardia episodes were recorded. The rv lead and pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.